Event description:
It was reported a spectrum pump has a "door latch" failure. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. Review of the event history log found door jammed messages. The door physically opened and closed as expected without a loaded IV set. The door hooks and latch pins were replaced and the device was reworked to ensure proper door function.